Event description:
It was reported that entrapment occurred. The target lesion was located in the non-calcified and non-tortuous left circumflex (lcx) artery extending into the first obtuse marginal branch. There was angulation into the lcx. After a samurai guide wire, along with another wire, was placed, a 2.50 mm x 12 mm emerge balloon catheter was advanced on the samurai. When the balloon was in the guide catheter, it got stuck on the samurai wire. It was noted that the wires were not crossed but the balloon got stuck midway in the guide. The emerge balloon and samurai wire remained intact and were removed together. There was no visible damage to the emerge balloon catheter. The procedure was completed with different devices and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to both the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon was tightly folded. At the distal end of the rapid port exchange, the shaft was separated. On the most distal end of the proximal portion of the separation, for a length of 4mm, the inflation lumen was stretched. At the proximal end of the rapid port exchange, the shaft was stretched. From the bicomponent weld to just proximal from the tip of the device, the shaft was buckled and stretched. There was tip damage to the device. Product analysis confirmed the reported event as there was separation, stretching and buckling to the shaft of the device.

Event description:
It was reported that entrapment occurred. The target lesion was located in the non-calcified and non-tortuous left circumflex (lcx) artery extending into the first obtuse marginal branch. There was angulation into the lcx. After a samurai guide wire, along with another wire, was placed, a 2.50 mm x 12 mm emerge balloon catheter was advanced on the samurai. When the balloon was in the guide catheter, it got stuck on the samurai wire. It was noted that the wires were not crossed but the balloon got stuck midway in the guide. The emerge balloon and samurai wire remained intact and were removed together. There was no visible damage to the emerge balloon catheter. The procedure was completed with different devices and there were no patient complications.